Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the exhalation flow sensor (evq). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Catalog number and unique identifier (UDI) number added. Additional coding added to patient codes, device codes, evaluation codes method and result. Device evaluation summary: two exhalation valve flow sensors (evqs) were returned for failure investigation. A visual inspection of the returned parts were conducted and the following was observed: contamination on the hot wire element. The parts were tested in the failure investigation test ventilator. The ventilator powered up normally with no errors recorded in the diagnostic logs. The ventilator failed the flow sensor calibration test with an ¿oxygen offset out of range¿ message. The failure was isolated to contamination of the hot wire element of the evq. Although a cause was not identified, this type of contamination is most often caused by poor preventative maintenance of the ventilator filtration parts or poor evq component cleaning and disinfection process. The pb 980 series ventilator operators manual gives instruction on preventive maintenance procedures for the ventilator. If information is provided in the future, a supplemental report will be issued.